Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion had heavy tortuosity, heavy calcification and a 99% stenosis. The balloon ruptured at the first inflation at 2 atm. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusions summation - product performance engineering reviewed the incident. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. Possibly the balloon material was damaged (scratched) during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation during the procedure. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.